Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Performed visual inspection on sensor plug assembly, no failure mode was observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. No further investigation required.

Event description:
Caller reported the customer had a high readings issue with the adc freestyle libre sensor, reporting that on (B)(6) 2019 the customer received unspecified high results and experienced a loss of consciousness. Customer was unable to self-treat and had to be assisted by her husband, but details were not provided. Customer denied receiving treatment from an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer had a high readings issue with the adc freestyle libre sensor, reporting that on (B)(6) 2019, the customer received unspecified high results and experienced a loss of consciousness. Customer was unable to self-treat and had to be assisted by her husband, but details were not provided. Customer denied receiving treatment from an hcp. There was no report of death or permanent injury associated with this event.